Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with shot. Insulin pump did alarm no delivery during priming. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on liquid-crystal display board. Unable to confirm excessive no delivery alarm and unable to perform any tests due to buttons unresponsive.